Event description:
According to the reporter, intra-operatively, the retaining pin was damaged. The retaining pin would not go down. Another device from the same lot was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the retaining pin would not go down. Another device from the same lot was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the instrument and sulu were fired over test media with acceptable staple formation. The handle was cycled a second time after the black release button was depressed to challenge the interlock with acceptable results. It was reported that it was difficult to place pin. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the sulu is loaded with the pin slide and thumb buttons advanced. The current packaging design prevents proper sealing with the sulu improperly loaded, indicating the sulu was improperly loaded after receipt by the user. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to reload the instrument, grasp the new, unused loading unit by the finger pads, with the staple holes facing the instrument anvil. Insert the loading unit into the metal cartridge housing and push firmly downward until the single use loading unit clicks into position. The instrument jaws will not close if a sulu is not loaded in the jaws, if the sulu is not fully loaded into the jaws, or if a fired, or partially fired, sulu is in the jaw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.